Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. Initially it was thought that the ble issue was due to excessive ble communication which resulted in the ICD switching to telemetry lockout mode. This was disproven when the patient presented in clinic and an interrogation failed to restore the ICD's ble telemetry. The patient is scheduled for another in clinic check. There were no patient consequences reported.

Event description:
Additional information received indicated the patient presented in clinic where it was noted the mobile transmitter (mtx) had re-paired to the ICD on its own but was unable to send transmissions. Additionally, the ICD was interrogated but and there were no signs that the issue was due to ble telemetry. There were no consequences to the patient.

Event description:
Additional information received indicated the ble issue was resolved and application was re-paired successfully. There were no reported patient consequences.